Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited low pacing impedance. No intervention was performed. The patient was in stable condition.